Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device and packaging does not confirm the reported compromised sterility. It was noted, one of the pull tab corners of the inner blister appeared to have minor delamination, however, the delamination did not extent beyond the seal. Therefore, the integrity of the blister remained intact. There is no evidence to indicate any error in packaging or processing prior distribution. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the seal of inner package was questioned by doctor and was not used for fear pf sterility issue. No surgical delay. Doe: (B)(6) 2021, left knee.